Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d224trk ICD implanted: 2011 (B)(6); 4196-88 lead implanted: 2011 (B)(6). (B)(4).

Event description:
It was further reported that the non-sustained tachycardia episodes showed noise on the electrograms.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and several non-sustained episodes. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the right ventricular (rv) lead was extracted due to a clavicle crush.

Manufacturer narrative:
(B)(4).